Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had thresholds greater than 6.0 volts (v) at a pulse width of 2.0 milliseconds (ms). A revision procedure was performed to reposition the rv lead. During this procedure the patient's blood pressure dropped and a small perfusion was noted. The physician decided to explant the lead and implant a new rv lead. There were no associated patient complications reported after this procedure. During the rv lead repositioning procedure the right atrial (ra) lead was damaged, explanted and replaced with a new ra lead. This report will be updated if additional information is received or when analysis is completed.